Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported registration probe and straight suction were not verified. After switching to the different tracker and different port, instruments worked properly. Inaccuracy was 3 millimeters inferior to the maxillary sinus at sagittal view. On (B)(6) 2016 a medtronic representative, following-up at the site, was unable to replicate the reported issue. Software performed at the expected speed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a skull base tumor resection procedure, the surgeon alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
As previously reported a medtronic representative, following-up at the site, was unable to replicate the reported issue. Software performed at the expected speed.